Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens implant procedure, the cartridge cracked when the lens was inserted into the eye. Additional information was requested.

Manufacturer narrative:
Product evaluation: the used cartridge was returned in an opened "steripack" pouch. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The tip of the cartridge is split on the upper right side. The provided photo appears to be the returned device. Cartridge product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the damage may be related to a failure to follow the directions for use (dfu). A lack of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscoelastic device (ovd), which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. It is unknown if a qualified lens model/diopter was used. The manufacturer internal reference number is: (B)(4).